Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and a discrepancy between the sensor glucose (sg) and blood glucose (bg) value. The customer reported a blood glucose value of 589 mg/dl. The treatment for hyperglycemia was unknown. No further details were provided. The event involved product(s) mmt-1780kl, mmt-397, mmt-7020a and mmt-332a. Troubleshooting was not performed for high blood glucose and it is unknown if the insulin pump system was used within 48 hours or if auto mode was active at the time of high blood glucose event. Troubleshooting was not performed sensor glucose (sg) and blood glucose. The sensor glucose value from the reported event was 130 mg/dl, and the blood glucose value from the reported event was 589 mg/dl, and the difference was not within the target range. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-397. No product return is required for mmt-7020a. No product return is required for mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This report is being submitted as part of remediation activities associated with CAPA # 702971, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.